Event description:
The cuff deflated and moved position within 24 hours of inflation.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on this information this is a non-reportable event

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on this information this is a non-reportable event

Event description:
The cuff deflated and moved position within 24 hours of inflation.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on this information this is a non-reportable event -reviewed complaint history. Similar complaints exist in the past 24 months, but still at a relatively low level. -no product returned and no product in inventory to review . -risk file ra-47 reviewed. Failure mode (r25), cuff losing pressure due to the cuff having a pin hole is considered a major (6) risk and does not meet the threshold for carb review (8).

Event description:
The cuff deflated and moved position within 24 hours of inflation.